Manufacturer narrative:
Correction to g.3. Aware date of initial medwatch. Aware date should have been listed as 9-nov-2024. The event of "granuloma" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device evaluation: based on the product analysis performed, the assessments of the complaints are: rupture: observed broke device assessed as unidentified (tear) opening. Granuloma: unable to observe since it is not related to the device. As per the investigation procedure were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: b5, d9, h3, h6, h11.

Event description:
Healthcare professional reported right side "defective" device. Healthcare professional later reported right side "siliconome and rupture with silicone leakage" diagnosed via ultrasound. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b3, b5, b6.

Event description:
Physician reported implant rupture. Unknown status of the device. This relates to the right side.

Manufacturer narrative:
Continued e.1.: phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.

Event description:
Physician reported, implant rupture. Unknown status of the device. This relates to the right side.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, b3, b5, b6, d6b, h6.

Event description:
Physician later reported siliconome and rupture with silicon leakage. Device has been explanted.